Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, in-stent restenosis and dissection occurred. The 95% stenosed lesion being treated was located in the mid left anterior descending (lad) artery. Access was gained through the femoral artery. An anticoagulant was administered. Several passes with an angiojet were made. The lesion was predilated with a 2.5x15 mm maverick balloon, inflated three times to 8 atms. A 3.00x28 mm taxus express2 drug eluting stent was placed, inflated to 14 atms. The stent was post dilated with a 3.25x15 mm quantum maverick balloon, inflated twice to 14 atms. Medications used during the procedure: integrilin, heparin, fentanyl, nipride, and plavix. The procedure was completed successfully. Two days following the original stent placement, the pt was brought back to the cath lab due to a stented vessel occlusion and distal dissection. The pt had not yet left the hosp and was medication compliant. Access was gained through the femoral artery. An anticougulant was administered. The 100% stenosed lesion located in the mid lad and the 70% stenosed lesion located in the proximal lad were predilated with a 3.25x15 mm maverick balloon, inflated seven times to 14 atms. A 2.50x24 mm taxus express2 drug eluting stent was placed in the mid lad, inflated to 12 atms. The stent was post dilated. Two stents were placed in the proximal lad: a 3.00x8 mm taxus express2 drug eluting stent, inflated to 14 atms and a 3.00x12 mm taxus express2 drug eluting stent, inflated to 12 atms. The proximal lad was in question about a dissection, so an ultrasound technique was used to determine the severity. Medications used during the procedure: integrilin, heparin, fentanyl, versed, lopressor, and nitroglycerin. The procedure was completed successfully. No additional pt complications were reported. Pt status reported as "ok".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.